Event description:
Bilateral depuy pinnacle hip implants 2006 and 2008 are leading chromium and cobalt into my body. I have elevated ion levels and need revision to get these devices out to try to eliminate further damage. Unsure of internal damages until revisions are done. (B)(4).